Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump alarmed error 63 during the self-test and confirmed in the pump history due to a cold solder joint on the keypad assembly. The power management tool confirmed the pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed hardware low level failures alarm. Customer's blood glucose was 5.7 mmol/l. During troubleshooting, device alarmed hardware low level failures alarm during self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.